Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation and the 4.0x26 mm graftmaster covered stent was not deployed, as it could not cross the lesion due to the anatomy. The use of the graftmaster did not cause or contribute to complications or adverse events. A new, 4.00x16 mm graftmaster device was used and was able to be implanted to seal the perforation. It was noted after use that the device was expired. The use of the graftmaster did not cause or contribute to complications or adverse events. There was no clinically significant delay in the procedure. No additional information was provided.